Event description:
Customer reported: safety does not always engage on first try due to the narrow channel in which your needle must line up and fit into. Writer is very careful to ensure safety engages prior to disposal. 2. Writer has administered vaccine using this needle and it has felt at times that the needle is dull or rough. See attachments section for initial email and complaint report from customer.